Manufacturer narrative:
Additional information provided in b.3., b.5., d.10., e.4. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the event occurred during loading of lens and there was no patient contact. The surgery completed with replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the leading haptic was twisted and lens was upside down. Additional information has been requested.